Event description:
As reported by the affiliate, 11 1/2 mos after percutaneous coronary intervention (pci), restenosis was found. Add'l stents were deployed to treat the restenosis. At 25 mos later, the pt was hospitalized with an acute myocardial infarction and thrombus was found distal to and inside of the stents.

Manufacturer narrative:
Pci was performed on a de novo lesion in the proximal to mid left anterior descending artery (lad) of 40 mm in length in a 3.0 mm vessel diameter at a bifurcation. The (type c) lesion was characterized as calcified as flexed. The lesion was pre-dilated with a 2.5x15mm balloon at 12 atmospheres (atm) before a 2.5x18mm cypher stent was deployed at 14 atm followed by a 3.0x23mm cypher stent at 18 atm without overlap. Post-dilatation was not conducted. Thrombin inhibition in myocardial infarction (timi) iii flow was recorded pre and post-procedure, respectively. Intra-vascular ultrasound (ivus) was done. The residual diameter stenosis measured 0%. Act was not measured. Pre-procedure medications included aspirin 100mg/day and ticlopidine hydrochloride 200mg/day. Intra-procedure medications included heparin 5000u/day, ticlopidine hydrochloride 200mg/day and aspirin 100mg/day. Post-procedure medications included aspirin 100mg/day and ticlopidine hydrochloride 200mg/day. At 11 1/2 mos later, coronary angiography was conducted and restenosis was observed inside of the cypher stents. A 2.5x18mm cypher and a 3.0x18mm cypher stent were deployed inside of the initially implanted cypher stents. Add'l details regarding this procedure were not available. The pt continued with post-procedure medications but stopped ticlopidine hydrochloride approx 8 1/2 mos later due to its side effects. Further details are not known. Approx 17 mos later, the pt developed an acute myocardial infarction and visited the hospital. Coronary angiography was conducted and thrombus was observed from the distal end to the inside of the implanted cypher stents. To treat the thrombus, aspiration and plain old balloon angioplasty (poba) was conducted. The procedure details were all unk and the pt remained hospitalized. The physician commented that the cause of the thrombotic event might be because the administration of ticlopidine hydrochloride was stopped due to the side effect (details unk). Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and eval. Add'l info rec'd will be submitted within 30 days upon receipt. This is one of four devices associated with the reported events and were submitted under the following mfg #s: 9616099-2008-00350, 00351, 00352 and 00353.